Event description:
Due to covid19, she was unable to receive the remaining injection [therapy interrupted]. Case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from consumer via health authorities of united states under reference mw5094044. This case involves patient of unknown demographics who was unable to receive the remaining injection, due to covid19 (therapy interrupted), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate intra-articular injection (strength: 8 mg/ml) at the dose of 2 ml (frequency, lot - unknown) for right knee osteoarthritis. There will be no information on batch number for this case. It was reported that patient received her first 2 doses of hylan g-f 20, sodium hyaluronate, but due to covid19, she was unable to receive the remaining injection (therapy interrupted, event was assessed as medically significant). Patient was concerned about the therapy and stability of the medication. Patient was told that medication would still be stable at room temperature until the expiration date and she might not experience the full benefits since she didn't get all 3 doses. Action taken: not applicable. Outcome: not applicable. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: (B)(6) 2020. Additional information was received on 05-may-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.